Event description:
It was reported that device interrogation showed a low battery voltage measurement, but it was not flagging eri (elective replacement indicator). The interrogated measurement is lower than the actual device measurement, as noted on save-to-disk data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows on (B) (6) 2009, the battery voltage measurement under telemetry was 2.52v and the daily device measurement was 2.9 volts. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that device interrogation showed a low battery voltage measurement, but it was not flagging eri (elective replacement indicator). The interrogated measurement is lower than the actual device measurement, as noted on save-to-disk data. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eol (end of life).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. It shows on (B)(4) 2009, the battery voltage measurement under telemetry was 2.52v and the daily device measurement was 2.9 volts. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.